Event description:
It was reported that an unspecified amount of vial-mate adapters were used with incompatible bags. The adapters were instructed to not be used with the 250 ml bags of the imported fluid containing 0.9% normal saline as the adapter could introduce particles into the admixture. This was mentioned in the dhcp letter received by the user facility. However, during the interim between receipt of shipment and receipt of the attached letter, numerous bags which included a vial mate adapter were dispensed and administered to the patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6, h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.